Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-02486 and 02488. The pt has two leads from separate lots. It was reported the pt had not used or charged her system since (B)(6) 2012 because she felt it was no longer providing as much pain relief as it used to. It was reported she had pneumonia and she felt warmth at the ipg site even though her system was not turned on. She stated she wanted her system removed. F/u identified her system was explanted on (B)(6) 2013. The explanted devices will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.